Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac. After stent placement post dilation was performed with a charger balloon catheter (12x40, 12x60 and 10x60). Each charger balloon catheter ruptured. A fourth charger (12x60) was used successfully dilated and the procedure was completed. No patient complications were reported and the patient's status was fine.